Event description:
It was reported that the patient had experienced nausea, syncope, dizziness, and falling. The severity of the event was marked as severe (produced significant impairment of function or incapacitation and was a definite hazard to the patient's health). CT scan without contrast was performed and the results were normal. It was stated that the event was possibly related to the ins (implantable neurostimulator). This event resulted in in-patient hospitalization, emergency room visit, and epileptologist visit. The outcome was marked as ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).